Event description:
Pacing impedance has increase to 1800 ohms. Pacing threshold has increased from 1.0 volt to 5.0 volts at 1ms and sensing is stable with r waves of 18mv. Recommended to monitor at this time with the physician in agreement.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.